Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4 and h6 the device was not returned for evaluation. The absence of the device for physical examination has limited the investigation into the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the image problem was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during gastroscopy procedure, there was no image on the main procedure monitor when using the videoscope and the subject video processor. This resulted to the delay of the procedure for more than 30 minutes without patient complications. The procedure was then completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) by phone. During troubleshooting, they tested two different scopes with the same outcome. The scopes were also checked in another room, where they worked fine. They tried using a different curly cord, but there was no difference. The customer reported that the system works fine with 190 series scopes, with the image appearing on the monitor. The troubleshooting concluded that the cv-190 processor has internal issues and is faulty. Tac advised the customer to use any available emergency tower or a different room when using 180 series scopes. They can continue using the subject device for 190 series scopes until they return their cv-190 for bench repair. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.